Manufacturer narrative:
A patient lost feeling was reported to abbott. It was determined that following an ipg and lead replacement surgical procedure, the patient lost feeling in extremities below waist. As a result, the entire scs system was explanted to address the issue. The issue is now resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Voluntary medwatch #: (B)(4). It was reported that following an ipg and lead replacement surgical procedure on (B)(6) 2023 [related manufacturer report number: 3006705815-2023-08247, 3006705815-2023-08248], the patient lost feeling in extremities below waist. As a result, the entire scs system was explanted to address the issue. In a recent update, it was reported that the lost feeling in extremities below waist has now resolved.

Manufacturer narrative:
Date of event is estimated.